Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and correction, sections g6, h2, b1, b2, h1, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. H10: 2015691-2025-07386. Related manufacturer report numbers have been provided in h11, as the h10 fields are not currently being submitted properly. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty advancing through sheath, sheath distal tip torn, and system components separate during use were confirmed empirically based on imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. And/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple plausible contributors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards japanese affiliate, it was deemed that separation of the sheath tip occurred, leading to balloon inflation difficulty of the delivery system. A transfemoral tavr procedure was performed for the native aortic valve, and a delivery system with a 26 mm sapien 3 ultra resilia (s3ur) valve was inserted into a 14 fr esheath+. There was resistance when the crimped valve on the delivery system was exiting the distal end of the sheath. During valve deployment, the distal balloon did not expand initially but then suddenly expanded in a burst-like manner. The valve was deployed without any issues. There was no symptom post-operative course, and the patient was discharged. Per medical opinion, the cause of the delayed distal balloon expansion was unknown at that time. The fluoroscopic image was re-reviewed; since a transparent sheath-like fragment was seen at the distal end of the crimped valve stent, it was deemed that separation of the sheath tip occurred and attached at the distal end of the crimped valve stent.

Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing.